Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness, swelling, and drainage. It was believed that the infection was procedure related, and not device related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.